Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored. The implant has been placed in 36 position on 04/15/2016 and removed on (B)(6) 2016.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.